Manufacturer narrative:
(B)(4). Final analysis of the pump revealed no anomaly, normal device function. Catheter analysis: returned catheter included pump connector and 3.2 cm segment. Final analysis of which revealed a catheter leakage-hole. A hole was found where the metal tip of the 8709 connector pin comes to an end. The drug per analysis was morphine.

Event description:
The device was explanted due to "battery depletion." Pt recovered w/o sequelae. No further info was provided.